Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
Analysis was completed on the tablet, and the report was verified. The cause was associated with broken wire connections in the serial cable hood assembly. Once the wires were soldered on to the printed circuit board, no further anomalies associated with the tablet performance were noted.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
It was reported that the physician had two tablet devices that displayed an ¿unable to open port¿ error message. It was noted that the physician¿s office constantly pulled out the usb serial cables and wrapped the serial cables around the programming wand when the programming systems were not in use. The suspect tablet devices have been returned to the manufacturer where analysis is currently underway. This manufacturer report involves one of the two suspect tablets. The other suspect tablet was reported in manufacturer report number 1644487-2015-04848.